Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during a femoral bypass surgery surgical graft placement procedure, the graft allegedly had a hole. It was further reported that the graft was sutured. The patient current status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. The video shows a surgery process. No product was clearly visible in the provided video. Based on the video review, the reported failure could not be confirmed as no conclusion can be made on the provided video. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 02/2024 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a femoral bypass surgery surgical graft placement procedure, the graft allegedly had a hole. It was further reported that the graft was sutured. The patient current status is unknown.